Manufacturer narrative:
This event was determined to be reportable per edwards lifesciences procedures. No customer letter required. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Device not returned, discarded at hospital

Event description:
Reportedly, the device was explanted after an implant duration of 30.13 months for unknown reasons. Per the cer: it was reported that the device was explanted and 3000j25 was imlanted as a replacement. No further details were provided. Information was learned through (B)(4) implant patient registry. The device will not be returned as it was discarded by the hospital. Report only.